Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that device interrogation revealed this pacemaker had entered safety mode and recorded the codes 0xa 0xa 0xa, indicative of oscillator mismatch and device reset. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported, and it was noted that the patient was 98 percent paced.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that device interrogation revealed this pacemaker had entered safety mode and recorded the codes 0xa 0xa 0xa, indicative of oscillator mismatch and device reset. Subsequently, this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported, and it was noted that the patient was 98 percent paced.